Manufacturer narrative:
(B)(4). No complaint sample returned by the customer; however, the customer provided three photos of a dilator with a used sheath advanced on to it. The sheath tip appears damaged. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user to enlarge the cutaneous puncture site with cutting edge of scalpel prior to inserting dilator/sheath assembly. The reported complaint of a damaged peel away sheath was confirmed based upon visual examination of the photos received. However, the actual device was not returned for evaluation. A device history record review was performed, and no relevant findings were. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the sheath mushroomed at the point of insertion.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the sheath mushroomed at the point of insertion.